Event description:
Meter name: ot basic, strip name: unknown, meter code: unknown, strip code: unknown. Strip storage: unknown, symptoms: shaky. A patient reported they were unable to test. Their meter allegedly had no power. There were no other tests or comparisons. Treated themselves with a cookie. No further information has been reported.